Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for delayed healing and signs of dehiscence at the midline incision site. Washout and debridement were performed, and antibiotics were administered at the midline incision site.